Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 493 (mg/dl) on the third day of supply use. Customer changed supplies and delivered a correction bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with health care provider.